Event description:
Revision surgery - the patient complained of hip pain. The surgeon saw acetabular loosening radiographically. The original implant was implanted approximately twelve years ago. Upon surgery, the cup was discovered to be loose with no bony in growth and was revised. A new cup and liner (stryker titanium cup size 56 with x3 liner) was inserted. A 40 mm +7 head was inserted onto the next of the existing revelation stem.